Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. The stylet/guidewire was broken. The guidewire was unraveled. The distal electrode of the lead had an issue. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the guidewire still in lead. Visual inspection found the lead tip seal was missing. It also found some subject was stuck inside the lead where the distal conductor distorted. Performed destructive analysis and found the lead tip seal stuck inside distal conductor and the guidewire unraveled. It broke and guidewire fragment stuck in lead. The guidewire was removed from lead and it can be identified as competitor guidewire. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead displayed difficulty frontloading over a guidewire. The lv lead was replaced. No patient complications have been reported as a result of this event.